Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use a ventilator had an error message, stopped ventilating, could not be shut down and the alarm could not be cancelled. The patient was removed from the ventilator, manually ventilated and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.